Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak through the t-lock septum was confirmed. A single photograph of the implanted 3fr s/l midline provena catheter was returned for evaluation. The t-lock assembly was still attached to the catheter luer adaptor and the stylet was inlaid. A drop of red fluid was seen on the outer surface of the t-lock septum. In addition, the extension leg tubing of the t-lock assembly appeared to contain both red fluid and air which may indicate air leakage into the device during aspiration. The characteristics seen on the returned photograph indicate a potential leak at the septum. The leak was likely located where the stylet traversed through the t-lock septum and may have occurred as a result of the manufacturing process. Bd is working closely with the supplier/manufacturing to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that powermidline is leaking at the t connector. They have to manipulate to get it to work correctly. Had to spend extra time working around the problem. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that powermidline is leaking at the t connector. They have to manipulate to get it to work correctly. Had to spend extra time working around the problem. No other information was provided.